Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received the main arm cannot communicate with the motor arm alarm. The customer¿s blood glucose level was 156 mg/dl. Customer was not able to clear the alarm and received request to rewind insulin pump. Customer also stated that not able to complete insulin pump rewind. Customer troubleshoot was performed. Customer was advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. No unexpected "the main arm cannot communicate with the motor arm" alarms or rewinds were noted during testing.